Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was pouring chlorine into his swimming pool at the time of the shock. The sensing vector was set to secondary at the time of the shock. Technical services discussed some sensing vector reprogramming and to do some testing for myopotential noise. There were no additional adverse patient effects. The system remains implanted.